Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling.  It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.  It further outlines to verify that the connector is dry and clean before attaching to the controller.  The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take.  Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient experienced "electrical fault" alarms several weeks after lvad implant procedure. Log files were sent and revealed three "vad disconnect" alarms. A driveline connector cleaning was scheduled for (B)(6) 2016. The pump was stopped three times for a total of 60 seconds. There were no further reports of alarms. The patient tolerated the procedure.&#842;

Manufacturer narrative:
Removed concomitant device. The driveline cable, (B)(4) was not returned for evaluation. Controllers (B)(4) and (B)(4) were returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated driveline met all requirements for release. On-site inspection of the driveline connector and controllers confirmed the contamination by foreign material. A driveline connector cleaning procedure was performed to mitigate the conditions reported. The reported "electrical fault alarms" were confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_front_phase_b_open', 'sys_rear_phase_b_open', 'sys_front_not_connected', and 'sys_rear_not_connected'. This failure is most likely due to contamination of the driveline/ driveline connector that resulted in a high impedance of the rear and front stators leading to the electrical fault alarms. The controllers passed functional testing but failed visual inspection as contamination of the driveline connector ports were observed. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The most probable root cause has been attributed to design/training issues. Heartware has opened an internal investigation to evaluate issues related to driveline connector contamination leading to electrical faults. (B)(4) - controller / catalog number 1407de / expiration date 09/30/2016. MFR date: 09/01/2015. (B)(4). (B)(4) - controller / catalog number 1407de / expiration date 08/31/2016. MFR date: 08/31/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.